Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the repeated "add gel or replace belt" messages was open gel_fire connections within the distribution node. The wires to te1, te2 and te3 had been pulled from their repsective solder connections on the distribution node pca causing the open connections. The root cause of the open connections was mishandling. Excessive force was applied to the cable sections entering the distribution node. The damaged electrode belt will be repaired. No adverse event resulted from the damaged electrode belt. The pt rec'd a replacement electrode belt.

Event description:
During a review of a male pt's download, lifecor customer support detected several "gel release" flags that were not associated with any automatic or treatment events. Support contacted the pt to follow-up on the "gel release" flags. The pt stated that he was fine, but was running low on the gel packs. The pt reported the gel had not been released from the te pads. He stated that several days ago, the device began alarming him to "add gel or replace belt." Since the extra gel packs were available and adding the gel stopped the alarms, he did not believe it was anything to be concerned with, and so never called in. The pt's electrode belt was replaced.